Manufacturer narrative:
An investigation summary was performed. The investigation of the complaint articles has shown that: a hand piece for battery powered driver (05.000.008 lot 6189794) would ¿turn on, but not rotate¿. The returned instrument was forwarded to service and repair where the repair technician was able to confirm the complaint condition, additionally noting that the device could not be completely disassembled. The instrument was forwarded to the complaint handling unit as a total rebuild was needed. An investigation at the chu indicated that the device was manufactured to an old design, which has since been addressed. This investigation summary is approved. Corrected date returned at j&j site was confirmed to be (B)(4) 2015. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional device product code is gxl. Device is an instrument and is not implanted/explanted. The investigation could not be completed; no conclusion could be drawn, as no product was received. A service and repair history record review has been requested. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during a procedure the hand piece for battery powered driver would turn on but not rotate. There was another device on hand to complete the procedure. There was no surgical delay or patient harm. This report is 1 of 1 for (B)(4).

Manufacturer narrative:
A service history review was performed: part no: 05.000.008, serial/lot no: (B)(4). A service history of the past three years has been reviewed. No service history review can be performed. The item has not previously been in for service. There is no information relevant to the current complained issue. The manufacture date of this item is 24-jul-2009. The source of the manufacture date is the release to warehouse date. The service history evaluation is unconfirmed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.